Event description:
Device 1 of 3. Ref MFR report: 1627487-2012-03388, and 1627487-2012-03389. It was reported, the pt experienced uncomfortable heating at her scs ipg pocket site when receiving stimulation from her scs leads (off-label). The skin over the scs ipg pocket also gets hot. Subsequently, the pt is only using stimulation from her other scs leads. The pt also experiences her scs ipg pocket site getting uncomfortably hot when she charges her scs system. F/u identified the pt's issues are still unresolved. The pt is experiencing an increase in recharge burden. Surgical intervention may be pending. Additionally, x-rays were taken and showed the pt's right epidural scs lead has migrated. On 08/01/2012 st jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events are expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.